Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on coumadin. The patient had their 45 follow up transesophageal echocardiogram procedure. Following this procedure the patient was taken off of their coumadin medication. 1 year post procedure the patient experienced a cerebral vascular accident. The patient was on dapt at the time of this event. The patient was treated as an outpatient and was having difficulty finding their words. The patient is doing fine fine following these events.